Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change following an occlusion alert, the user was unable to fully seat and lock the infusion connector into the pump despite aligning the flat side correctly and attempting the prescribed turn, with the connector binding midway; replacing the connector resolved the issue and allowed the connector to lock in place. Symptoms included no reported clinical effects. Outcomes included no interruption requiring medical care and no alarms beyond the initial occlusion alert. Investigation included troubleshooting and user education conducted remotely by customer care agent. Investigation of this case revealed that the initial connector did not engage and lock, while a subsequent connector functioned as intended, indicating a probable connector fit or tolerance issue at the accessory interface rather than a pump mechanical failure. It was concluded, based on previously established findings for similar reports, that the cause was use of a defective or out-of-tolerance connector, with adequate device performance after replacement.